Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and a review of the logs but could not confirm the reported issue.

Event description:
The hospital reported loss of mechanical ventilation and manual ventilation during a case. The patient was manually ventilated with an ambu bag and case completed. There was no report of patient injury.